Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted. It was reported that while wearing the dexcom g6, the patient did not feel well and went to bed. The patient's wife tried to wake the patient, but he was not responding so she called 911. It was reported that the dexcom g6 and omnipod 5 had a reading of 250 mg/dl. Paramedics checked the patient's bg and it was 44 mg/dl. The patient was reportedly hospitalized; however, it is unknown how long the patient was in the hospital for. There was no information about treatment provided to the patient for this reported event. Although multiple follow-up attempts were made to gather additional information, contact was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.